Manufacturer narrative:
The actual device was returned for evaluation. The motor device was evaluated and the reported condition that the device had an undetermined malfunction was confirmed. An assessment was performed and it was observed that the device made a loud unusual noise and was over the temperature specification in 6 minutes (121.5 degrees should be less than 118 degrees in 10 minutes). During repair it was observed that the motor and bearings were worn out causing the heat. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the motor device had an undetermined malfunction. During in-house engineering evaluation it was observed that the device made a loud unusual noise and was over temperature specification in 6 minutes. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.